Event description:
It was reported that the patient underwent a stenting procedure to treat a target lesion in the 1st diagonal artery. The physician advanced the 2.0 x 12 mm mini vision stent delivery system into the mildly calcified and tortuous 1st diagonal artery without resistance and an attempt was made to deploy the stent. The balloon was inflated; however, no results were noted. The stent was then noted to be floating in the left anterior descending (lad) artery. A dilatation catheter was advanced into the lad and was able to deploy the stent in the lad. The physician then deployed an unspecified stent in the 1st diagonal artery to complete the stenting procedure. There were no adverse patient sequelae and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported stent dislodgement was confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances or exceptions for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.